Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Additional 510(k) # k133317.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jetd kit. During the procedure, the physician made an initial pass using a non-penumbra stent retriever through the penumbra system jetd reperfusion catheter (jetd) and a neuron max 6f 088 long sheath (neuron max). While removing the stent retriever, it was ¿hung up¿ inside of the jetd, causing the jetd to stretch; therefore, the jetd and was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), with a penumbra system 3max reperfusion catheter (3maxc), the same sheath, and another stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned jetd was kinked at approximately 112.0 cm from the hub. The total length of jetd was measured to be approximately 137.0 cm from the hub. Conclusion: evaluation of the returned jetd revealed a damaged region on its distal length. If the non-penumbra stent retriever became stuck within the jetd lumen and was then forcefully retracted, the jetd may compress and become damaged. The non-penumbra stent retriever was not returned for evaluation and the root cause of it becoming stuck within the jetd could not be determined. During functional testing, a demonstration psr3d was able to be delivered through the jetd within minor resistance experienced at the damaged region. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.